Manufacturer narrative:
Patient developed ascites post y90 sirt therapy, requiring initiation of diuretics. Post y90 hepatic decompensation (e.g., new onset ascites) is a recognized potential complication/adverse event of this therapy. The principal investigator (pi) of the doorway90 study assessed the adverse event as unlikely related to sirt mapping/planning procedure, unlikely related to sirt implant procedure, and probably related to the study device. A comprehensive device history record review was performed for this product batch and did not result in any abnormal findings related to the manufacturing process. There is no evidence to suggest that the device malfunctioned or was not used as intended.

Event description:
Doorway90 clinical study patient experienced abdominal pain, nausea, and vomiting. Patient developed ascites which resulted in prolongation of hospital stay.